Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a hip arthroscopy, right after running the bonecutter blade, before making contact with any soft tissue or bone, metal shavings were observed in the joint space. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported. Patient was not injured.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The color and magnet scheme of the device matches the print. There is some scoring on the inner blade. Bio debris is present in and on both blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force to the device, excessive side loading, insufficient irrigation during use, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.